Event description:
The manufacturer received information alleging a trilogy 202 ventilator "high o2 flow" event occurred while in clinical use. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, error code e-349 was found in the ventilator's downloaded error log. The device's interface was replaced to address the issue. In addition, the front enclosure was replaced due to cosmetic damage. The o2 housing and the universal porting block was replaced as well. The device passed all testing.